Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: clsi guidelines dictate the cap color, specifically with trace element to be royal blue. Bd understands the lack of distinction between the tubes and will take into consideration all product suggestions.

Event description:
It was reported before use the customer had difficulty with the bd vacutainer® trace element serum blood collection tube in distinguishing between the k2edta and serum clot activator (silicone coated) tubes which results in putting the specimen in the wrong tube. The following information was provided by the initial reporter: the customer stated "when completing trace metal testing they have a difficult time with the collecting sample and using the correct royal blue tube." Customer states "its difficult to differentiate between edta and tubes with no additive. Clinicians look at the cap and do not pay attention to the label on the side of the tube." The lab has to cancel tests and request redraws because of this mix up.